Event description:
Following successful surgery to correct a right inguinal hernia hydrocele, the child was released from the hosptial with a prescription for tylenol with codeine. The parents had the prescription filled and obtained a 5ml syringe to administer the oral medication. The syringe was filled without removing the tip cap. During administration the cap shot off the syringe and went down the baby's throat. The child started gagging. The mother was unable to retrieve the cap and the father began to perform the heimlich maneuver while mother called 911. The child was taken to the hospital and rigid bronchoscopy and rigid esophagoscopy were performed under general anesthesia. There was no evidence of any foreign body in the child's bronchus or esophagus. The procedure was completed without complication. The child successfulyl passed the cap on 5/26.